Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted cracking along the lcd housing. A test battery was installed and the device was powered on. The device led powered on properly but the display remained off. The device was power cycled with three additional test batteries with the same result. The device did not progress through ingress testing due to the cracking found at the led assembly. It was reported that the display on the screen of the video laryngoscope did not turn on. The reported issue was confirmed. The most likely cause was traced to component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, the display on the screen of the videolaryngoscope did not turn on despite using a fresh battery with distal light. There was no patient involvement.